Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The cartridge and infusion set were changed to address occlusion alarms. There was no impact to the customer's blood glucose levels. Due to the occlusions occurring in the past, troubleshooting with tandem technical support was unable to be performed.